Event description:
Report rec'd of a tubing separation at the lower y-site. The customer reports that the nurse was at the pt bedside. She noted the pillowcase was dry and when she looked again the pillowcase was wet. It was reported that there was IV fluid leaking from the port closest to the pt. The nurse then picked up the tubing and it fell into two pieces from where the tubing comes out of the port, towards the pt. The pt did not experience any bleed back or blood loss. The IV fluid infusing was levophed. This tubing set is connected to a micro-infusion manifold. The manifold is connected to a micro-infusion manifold. The manifold is connected to the pt's central line. The levophed tubing set was connected to the first port of the manifold. The nurse was able to clamp the port and change the tubing set. The pt vital signs remained stable. The tubing set is generally in use for 24 hours. It is unknown how long this set was on the pt, but it was reported to be "awhile." There was no report of adverse pt effect. Additional pt info was requested, but no further info was available.